Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
A cage glenoid was revised after patient complained of stiffness and lack of mobility since initial surgery nearly a year previous. A low level infection was also suspected.